Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there was a belt slip message on the roller pump and the revolutions per minute (rpm) on the l/min indicator displayed half rpms (127). There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Interior inspection by the service repair technician (srt), revealed bearing fluid contaminated the dual tach board, belt, pulley, encoder wheel and gut shaft. Only one sensor on the dual tach board functioned (half speed display). The srt replaced the dual tach board, belt and bearing with new parts, and turned in original parts for evaluation.